Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, resistance was encountered and a shaft break occurred. The lesion was located in an unspecified bile duct. The 7fr/7cm biliary stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered while retracting the inner sheath. The physician made a 2nd attempt to deploy the stent, however, while deploying the stent, the suture became caught in the push catheter and the inner sheath broke. The stent was able to be adequately placed and no further intervention was required. The pt's status is reported as "good".